Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(4)) was evaluated at customer site. The reported complaint of the thermogard xp ivtm system displayed "tcm ID:05" (coolant diff failure) error message was not confirmed during functional testing but confirmed in the event log. The thermogard console passed the functional testing requirements without error or fault. The thermogard console performed as intended. During visual inspection, no physical damage was observed on the console but the display head mounting screws and pump lid hinge screws were loose. Screws were tightened to address these issues and not related to the reported complaint. During archive event logs review, multiple tcmid:05 error messages were identified. Thus, confirming the reported complaint. The initial functional testing passed all the functional tests requirements with no error or fault. As a precautionary measure, checked and re-seated lm 34 connections on pic16 and I/o pcb. After service repair completion, the thermogard system was re-evaluated and passed all functional tests without any fault or issue.

Event description:
During ivtm therapy, customer reported that the thermogard xp ivtm system (serial # (B)(4) displayed "tcm ID:05" (coolant diff failure). Another thermogard console was used to continue treatment. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.